Event description:
In january 2004, the pt reportedly was seen at the center for device evaluation. External equipment was exchanged. However, the audiologist was unable to reprogram the pt. Two days later, the pt reportedly was seen at the center. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's c1 device was scheduled.